Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to respiratory failure.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: there were no device-related issues with (B)(6) reported or identified through this evaluation. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the respiratory failure was a result from the patient having covid-19. The patient was given remdesivir and dexamethasone and intubated before they succumbed to the respiratory failure and passed away. The outcome was not considered to be device or therapy related and it was said that the device operated as expected at the time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.